Event description:
There was no device failure, malfunction, or complaint reported. The pt was undergoing a coronary artery by-pass procedure. Because of the pt's small iliac vessels, the arterial return flow was divided between a 21 fr heartport endoarterial return cannula and a 18 fr bard cannula. Upon deflation of the endoaortic clamp balloon, a loss of arterial pressure was noted. During placement of an intra-aortic balloon pump, an aortic dissection was confirmed by fluoroscopy. The dissection was not considered repairable. The pt died on the first postoperative day.